Event description:
It was reported that the colonovideoscope had an error detected in the image, and that there was a white line running through the middle of the image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure image error was not confirmed and malfunction white line running through the middle of the image was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the confirmed failure (white line running through the image) was a damaged charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.